Manufacturer narrative:
Age at time of event: 18 years of age or older. Device evaluated by manufacturer: a visual and microscopic examination found that the distal and proximal edges of the stent were damaged and flared. The stent struts on stent rows 1 and 2 from the distal edge were misaligned and flared. The stent struts on rows 1 to 10 from the proximal edge were also flared and squashed slightly. There were kinks along the entire length of the device and the outer was kinked at approximately 7.2cm proximal from the tip of the stent delivery system (sds). The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, the stent would not cross the lesion. The 90% stenosed target lesion was located in the left anterior descending (lad) artery. A first attempt to pre-dilate the lesion was made with a non-bsc 2.25x10mm balloon, but was unsuccessful. An apex flex 1.5x15mm balloon and an apex monorail 2.5x15mm balloon successfully were then used to pre-dilate the lesion. The physician next attempted to cross the lesion with a promus element 2.5x8.0mm stent but was unsuccessful. The lesion was again dilated with a maverick 2.5x20mm balloon at 18 atms for two inflations. Again, the physician attempted to cross the lesion with the promus element stent but was unsuccessful. The non-bsc guide wire was manipulated to a better position and then a non-bsc 2.75x22mm stent was successfully deployed at the lesion site. The stent was post-dilated with a quantum 3.0x12mm balloon. The procedure was ended at this point with no reported patient complications and the patient status was reported as fine. However, the returned product revealed stent damage.